Event description:
The customer reported that the customer's insulin pump alarmed motor error. The blood glucose reading was 168mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the customer to run the displacement test and passed. The caller mentioned that the device is cracked and scratched up screen. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with currents within specifications. The device was unable to prime during the prime test as a result of a protruded/loose drive support disk. The motor passed the motor test. The unit also was received with cracked display window and battery tube threads.